Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during tka, the back part of the journey dcf ap fem cut blk came apart inside of the patient. Pieces were retrieved by hand. The procedure was resumed, without any delay, with the same device. No patient complications were reported.

Manufacturer narrative:
H6 corrected.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be missing the screw that mates the spiked cross bar to the full assembly. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per case details, during the tka the device ¿came apart inside of the patient¿; however, it was communicated that all pieces were removed ¿with their fingers¿. Reportedly, the procedure was resumed without delay with the same device and no complications were reported. The visual inspection ¿confirmed the stated failure mode¿ and ¿missing¿ screw. Per correspondence, the requested clinical information is not available. Based on the information provided, the root cause of the reported events cannot be definitively concluded and the patient impact beyond the reported breakage and retrieval of pieces would not be anticipated. Reportedly the procedure concluded with same device without delay or complications. Therefore, no further clinical/medical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.